Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a device analysis will not be performed and the relationship between the device and the event is undetermined. A customer shipment history was reviewed; one possible lot was identified, 9320144, which the suspect device may have originated. The device history record corresponding to this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The june 2007 15-month autotome sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an autotome rx sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) (male patient. Age unknown). The complainant stated that during the ercp, the autotome sphincterotome "cut wire broke." The physician successfully completed the procedure using a second autotome rx sphincterotome device. There were no patient complications reported to bsc.